Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) was ¿high¿, however, a specific value was not provided. The customer required assistance addressing bg with a manual injection. Tandem technical support (cts) discovered expired insulin was used within the cartridge. Cts educated customer on cartridge/insulin labeling. Reportedly, the customer changed pump supplies and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Customer using expired insulin.